Event description:
It was reported by service report that the power cord was missing a prong and a piece of medical equipment had built up condensation and dripped water onto the powercord causing it to short out and start a small electrical fire in the wall. This also caused the load cell to short out causing the scale to be inaccurate. There was patient involvement; however, no adverse consequences were reported.